Event description:
It was reported to philips the device gave error code 1108 machine pressure sensor autozero failed. There was no patient involvement or harm. The customer spoke with a philips remote service engineer (rse). The rse discussed replacing the auto-zero solenoids 2 and 4 and provided the customer with the part number. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 08/04/2022, 08/11/2022 and 08/18/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.